Manufacturer narrative:
The following fields were updated due to additional information: d4: medical device lot #: 2361290; d4: medical device expiration date: 31-dec-2025; h4: device manufacture date: 04-may-2023. D4: medical device lot #: 3038464; d4: medical device expiration date:31-jan-2026; h4: device manufacture date: 28-feb-2023. H6: investigation summary bd received a used 20 gauge nexiva unit from lots 2361290 and 3038464 for evaluation. A review of the device history record was performed for the reported lot and no quality issues were found during production. Our quality engineer visually inspected the returned unit and observed that the last inch of the extension tubing was ballooning near the wing adapter. Therefore, based off the visual inspection the engineer was able to verify the reported defect. Unfortunately, the engineer was unable to determine a definitive root cause for this issue.

Event description:
It was reported that the bd nexiva¿ closed IV catheter system tubing ballooned during use. The following information was provided by the initial reporter: "we had another blown catheter... Could you please clarify what exactly you mean by ¿blown catheter¿? The integrity of the line that is connected to the catheter had a portion of the line swell under pressure at the area where the line is affixed to the catheter. Are you saying it meaning "blowing veins" or leaking/broken catheter, or something else such as the catheter backs out of vein? The part of the equipment was the extension tube that is permanently affixed... Was any medication used with the product? If yes, what was the medication? Omnipaque contrast dye. Was there any patient impact/harm? If so was there any need for any medical intervention or treatment? None. Was treatment able to resume and be completed? Yes. Were there concerns with the product prior to use? No."

Event description:
It was reported that the bd nexiva¿ closed IV catheter system tubing ballooned during use. The following information was provided by the initial reporter: "we had another blown catheter". Could you please clarify what exactly you mean by ¿blown catheter¿?: the integrity of the line that is connected to the catheter had a portion of the line swell under pressure at the area where the line is affixed to the catheter. Are you saying it meaning "blowing veins" or leaking/broken catheter, or something else such as the catheter backs out of vein?: the part of the equipment was the extension tube that is permanently affixed. Was any medication used with the product? If yes, what was the medication?: omnipaque contrast dye. Was there any patient impact/harm? If so was there any need for any medical intervention or treatment?: none. Was treatment able to resume and be completed?: yes. Were there concerns with the product prior to use?: no.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.